Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2009, patient underwent following procedure: l3 laminectomy; revision l4 laminectomy; revision l5 laminectomy; revision s1 laminectomy; l3-4 sterolateral fusion; l3-4 posterior lumbar interbody fusion/transforaminal lumbar interbody fusion (tlif); l3 osteotomy; l4 osteotomy; l3-4 biomechanical interbody spacer; segmental spinal instrumentation; exploration of fusion l4-5; exploration of fusion l5-s1; rhbmp-2/acs; physician directed fluoroscopy greater than one hour; autogenous bone graft local morcellized bone for pre-op and post-op diagnosis: lumbar degenerative disc disease; lumbar radiculopathy; lumbar stenosis; postlaminectomy syndrome as perop notes: ".. The disc was prepared using endplate scrapers and sized to 12mm. The construct was placed into distraction mode and using bony chutes autograft and allograft were placed into the disc space with rhbmp-2/acs sponge with a 12mm cage packed with autograft and rhbmp-2/acs and then more one graft was placed posterior to the cage. No rhbmp-2 sponge was placed posterior to the cage. Position was checked under fluoroscopy.. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.